Manufacturer narrative:
(B)(4). The device has not yet been returned to atricure for eval. If additional info is received a follow up report will be submitted.

Event description:
It was reported by the sales rep during a minimally invasive thoracotomy stand alone procedure that the clips locking mechanism for the articulating head failed the procedure was prolonged approx 15 minutes and the clip was placed. The pt outcome was not affected.

Manufacturer narrative:
Upon inspection of the returned device the failure could not be verified because the device was returned in pieces with no clip, deployment wire sub-assembly, and handle spring components were disassembled prior to returning of the device.